Event description:
It was reported that a patient underwent an unknown vascular procedure on an unknown date and absorbable hemostat was used. The surgeon has stopped using the product because he believes it causes seromas. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the surgeon had cases of seroma as a result from using surgical powder? Yes did the event occur during one or multiple patient procedures? Multiple what is the total number of procedures? 3 patients, each had one surgery initially. Have any of these events been previously reported to ethicon? No if this event occurred in multiple procedures, please provide the following information for each patient event: what is the procedure date? 2022. Did not know the complete date. Was there any medical or surgical intervention performed to treat the seroma (drainage; re-operation; prescription medication)? For one patient, had to reoperate to drain. If medication was required, please clarify if it was prescription strength. No medication required. What is the most current patient status? All three are doing fine.the procedures femoral endarterectomy, carotid endarterectomy surgeon does not feel it's a safety issue but it's not ideal. He first noticed in a carotid case. Once he stopped using powder, it went away. He does not irrigate any access powder. The following information was requested, but unavailable: what date did the seroma occur on? Can you identify the lot number of the product that was used? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1.please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 6. Where was the surgicel used (on what tissue)? 7. How much surgicel was used during the procedure? 8. Was the surgicel product left in place? Was the excess irrigated and removed? 9. Were cultures performed? If yes, results? 10. What is physician¿s opinion as to the etiology of or contributing factors to this event? 11. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative seroma? 12. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) additional information was requested, and the following was obtained: 1. Was there any intraoperative concurrent use of other products? Not that doctor remembers. 2. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Active bleeding. 3. Where was the surgicel used (on what tissue)? It was in the growing area of the legs and neck working on carotid artery and femoral artery. 4. How much surgicel was used during the procedure? All for the various bleeding sites. 5. Was the surgicel product left in place? Yes. Was the excess irrigated and removed? Was not irrigating. 6. What is physician¿s opinion as to the etiology of or contributing factors to this event? That the surgicel was responsible for the complications in the seromas. 7. What is the users experience w/ surgicel powder and other hemostatic agents? Seromas don't happen with arista in his opinion, he feels that seromas happen with surgicel powder. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Were cultures performed? If yes, results? 5. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative seroma? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.